Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0ncuu); product type: 0200-lead; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient saw their manufacturer representative (rep) a few weeks ago for an MRI and they were told their leads were disconnected. The patient stated they met with the rep at the doctor's office, but the doctor was not there. The patient added that the rep told the doctor to send them to get an x-ray to see what was going on. The patient noted they went to their doctor's appointment 3 weeks ago and the rep told them the wires were not connected and they would talk to the doctor so they could get them into surgery to connect them. The patient had been waiting for a call back from the doctor for almost a month and had been calling for five days to no avail. The patient mentioned they were up all night and had to pee all night long. The patient was redirected to their hcp to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the leads being disconnected was not determined. They needed to see if the screw was not tight. The doctor was going to confirm the imaging and get back to the rep. The patient would like a revision but no surgical procedure was planned at this time. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.